Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4). On retained kit lot 1013556 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000/ lot 1013556, test base part number 191-430 /lot 1013556. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013556 showed that the complaint rate is s (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Event description:
The customer reported false negatives results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021 and (B)(6) 2021. This MFR. Report addresses patient (2) of (2). The customer reported two (2) false negative result with the ID now covid-19 assay performed on (B)(6) 2021 with direct tested deep nasal and pharyngeal samples collected with citoswab transport swabs viscose. Repeat testing was not performed. Confirmation testing on deep nasal and pharyngeal swab with pcr generated positive results (CT values 34.1). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported investigation conclusion and additional. Please updates to section: g3, g6, h2 and h6. Additional information: upon further review of this case it was determined that the previously reported information pertaining to the device investigation was incorrect. Correction: the lot number, device manufacturer date, expiration date associated with this event is unknown. Updated investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.